Event description:
Reportedly, the instrument was fired, the tissue gap control indicator disengaged from the instrument, and fell into the pt cavity. After the surgery an x-ray was taken and the tissue gap control indicator was discovered. Therefore, a re-operation was performed to retrieve the tissue gap control indicator and complete the case. No pt injury reported.